Event description:
The attorney for the pt reported that his client alleges "severe abdominal and gastric distress for years" after his 2004 implant date. The pt's physicians are giving serious consideration to explanting the mesh and "going with a more traditional surgical approach."

Manufacturer narrative:
No product has been returned for eval. Therefore, no conclusion can be drawn.